Event description:
(B)(4). The distributor reported; "one of the most experienced doctors from the clinic reported that after the system was set to micropulse, the system actually fire normally and the patients macula was burnt."